Event description:
Complainant alleged that the medics were treating a patient who was in cardiac arrest. The medics connected the electrodes to the patient and to the unit, and then powered-up the device, but the device displayed dotted lines and a "check pads" message. The medics then turned the device off/on and checked the electrode connections, but the device continued to display the same message and dotted lines. The medics then changed electrodes, but again the display remained unchanged. The medics then obtained another device and multi-function cable and continued patient treatment. The patient subsequently expired.